Manufacturer narrative:
Citation: doyle mp, et al. Minimally-invasive versus transcatheter aortic valve implantation: systematic review with meta-analysis of propensity-matched studies. J thorac dis. 2021 mar;13(3):1671-1683. Doi: 10.21037/jtd-20-2233. Earliest date of publish used for date of event: march 1, 2021 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison and analysis between minimally invasive aortic valve replacement (miavr) and transcatheter aortic valve implantation (tavi). All data was collected from a meta-analysis review of eight studies published between 2009 and 2019. The overall study population included 9,744 patients (miavr = 5,774; tavi = 3,970). The tavi cohort was predominantly male with a mean age of 81.7 years. An undisclosed number of tavi patients were implanted with medtronic corevalve transcatheter valves. No unique device identifier numbers were provided. Among all tavi patients, the thirty-day mortality rate was 2.7%. Edwards sapien and boston scientific lotus transcatheter valves were also included in the study analysis. None of the deaths were directly associated with corevalve. Among all tavi patients, adverse events included: conversion to sternotomy, need for permanent pacemaker implantation, stroke/cerebr ovascular accident, moderate to severe aortic sufficiency or paravalvular leak, new atrial fibrillation, and major bleeding. Corevalve may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.